Event description:
Additional information reported when the patient first had the implant it would take 6-10 weeks before needed a recharge and now it takes 2-3 days before needing a recharge. [Omitted information from related (B)(4) - loss of effect, pain] additional information provided stated the patient¿s implantable neurostimulator (ins) charge capacity is in charge decline and the patient had to charge twice as often. Ins replacement is potential and the patient was receiving therapy at the time of report.

Event description:
It was reported that the patient's stimulator shut itself off and "went dead" the day prior to the report. The patient had been recharging more frequently than she used to; approximately every 10 days. This has been ongoing for the last year to year and a half. It was noted that the patient did charge up to 100% during recharging sessions. The patient was able to recharge the stimulator. Of note, it was unclear which of the patients stimulators had turned off. Additional information was requested; if follow up is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2005. Product type: implantable neurostimulator: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3887-28, lot# n23426, implanted: (B)(6) 1998. Product type: lead: product ID 3887-28, lot# n23426, implanted: (B)(6) 1998. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).